Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support that the liberty cycler alarmed with a patient pressure not constant before step 1 of setup twice. The patient was not connected during the incident. The patient sensor 1 reads -413/5.9 and patient sensor 2 reads 422/6.1. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. A known good inverter board was installed and the display became fully operational. The patient sensor test failed. Patient sensor not responding. Failure traced to fluid on I/o board making corrosion on ic17. The I/o board was replaced to continue testing. The patient sensor test passed. An internal inspection of the cycler found a shortage on the inverter board. The inverter board is located on the rear of the front panel assembly. Removed functioning inverter board from the front panel at the completion of the investigation. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. A mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.